Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: size change. Concomitant medical products: 375cc mentor memorygel breast implant, catalog #3503754bc, lot #5563900. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast reconstruction revision with a 375cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was having a revisional surgery and the rupture was discovered. As a result, bilateral prosthesis replacement was performed on (B)(6) 2019. The right replacement was a 375cc mentor memorygel breast implant. The left replacement was a 350cc mentor memorygel breast implant.

Manufacturer narrative:
On 02/12/2020, mentor completed the investigation on the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device manufacturing date 10/25/2004 and expiration date 10/24/2009 were added per mre. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the right breast gel implant. During visual evaluation of the sample a crease was observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/17/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary submitted on on february 17, 2020 was updated based on the addition of the capsular contracture code. The following statement submitted was submitted: according to the information provided, it was reported that the patient experienced a rupture on the right breast gel implant. This statement has been updated to: according to the information provided, it was reported that the patient experienced a rupture and capsular contracture on the right breast gel implant. The following statement has been added to the device evaluation summary submitted on february 17, 2020: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This encompasses to the totality of the changes made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the operative report on february 18, 2020. In addition to the rupture reported initially, baker grade iii capsular contracture was also present, and noted during the replacement surgery. Manufacturer¿s reference number: (B)(4).